Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clips were formed in tear-drop shape with er420. Another device for each product was used to complete the case. There were no adverse consequences to the patient.